Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture, anxiety-product/procedure.

Event description:
Healthcare professional reported a right side implant removal from textured to smooth due to the concerns of the product. Patient later reported rupture and capsular contracture baker grade unknown. Device remains implanted.

Event description:
Healthcare professional later reported capsular contracture, baker grade iii.

Manufacturer narrative:
Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
Clarification to b.3. Date of occurrence: event was reported to have been diagnosed on 16/oct/2024 .

Event description:
Healthcare professional reported a right side exchange due to concerns with the product. Later, patient reported rupture and capsular contracture baker grade iii. Device remains implanted.